Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that st elevation, stent thrombosis and stent inadequate apposition occurred. The target lesion was located in the proximal let anterior descending artery (lad). A 3.00x16 synergy ii drug-eluting stent was implanted in the lesion. The patient was given plavix but was thrown up and within 10 minutes, the patient experienced st elevation. Forty-five (45) minutes later the patient was brought back into the room and stent thrombosis was confirmed. Angiojet peripheral thrombectomy was performed to treat stent thrombosis. They post dilated the original stent with 3.75 balloon catheter as the original stent may have been slightly under deployed. Another synergy stent was deployed and post dilated using a 3.75 balloon catheter. The patient was held overnight and was given efficient. No further patient complications were reported and the patient's status was stable.